Event description:
It was initially reported on 08/24/2023 that a bleeding event occurred on (B)(6) 2023. Upon insertion of the sensor on (B)(6) 2023, the patient started bleeding. On (B)(6) 2023, the patient called to report a new issue and mentioned that they received medical intervention for the bleeding event that occurred on (B)(6) 2023. After sensor insertion she had bleeding at the site which did not stop so she called her medical doctor (md). The md suggested that she go to the emergency room (ER) where pressure was applied to the area. The ER physician placed a suture in the area and the bleeding stopped. The patient stated she routinely takes blood thinning medication (warfarin) for an unrelated medical condition. No product or data was provided for investigation. Problem could not be confirmed and probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.